Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the device was checked before use and there was no obvious damage. The device issue was identified during preparation. There was no problem with the instrument during the operation. There were no obvious faults with the instrument. There were no technical faults that occurred during the procedure. There were no instrument collisions, no fragments that fell inside the patient. The procedure was completed normally as planned. There is no video or images available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding the damaged insulation was confirmed by failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a defective cable insulation. There was no report of patient involvement.